Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 4 functional tricuspid regurgitation (tr)and divided septal leaflet for a triclip procedure. During the procedure, two xtw triclips were implanted. First triclip was placed at the anterior/septal (a/s) position and another triclip at the posterior/septal (p/s) position. The tr was decreased to grade <1 post procedure. Post-procedure after deployment of second clip, the physician noted on fluoroscopy that the first clip (a/s) appeared slightly more open. This had no impact on the positive outcome. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported unintended movement associated with clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on 08 may 2025, that the patient presented with grade 4 functional tricuspid regurgitation (tr) and divided septal leaflet for a triclip procedure. During the procedure, two xtw triclips were implanted. First triclip (tcds0307-xtw; 50219r2034) was placed at the anterior/septal (a/s) position and another triclip (41210r1007; tcds0307-xtw) at the posterior/septal (p/s) position. The tr was decreased to grade <1 post procedure. Post-procedure after deployment of second clip, the physician noted on fluoroscopy that the first clip (a/s) appeared slightly more open. This had no impact on the positive outcome. There were no adverse patient effects or clinically significant delay. No additional information was provided.